Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device was used for treatment. There were no specifications for this exact failure, however the reported failure was considered within specification because the reported issue could not be reproduced. Visual evaluation of the returned sample noted one opened (no original packaging), used reliavac evacuator with drainage tubing and y connector. The connector was submerged in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The bulb was squeezed until the balloon was fully inflated and then the suction port was closed to create negative pressure. It was noted that the evacuator maintained pressure and suctioned fluid as intended. Although the reported failure was unconfirmed, the most likely potential root cause could be interface between the components was compromised. The lot number was unknown and since the reported failure was unconfirmed the device history record was not performed. The instructions for use were found adequate and state the following: ¿instructions for use: 1. The surgeon should irrigate the wound with sterile fluid, and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 9. When using a trocar please follow these instructions: 9.I.) With one drain: - draw drain using trocar from inside to outside of wound. - ensure that perforated section of the drain is within the critical fluid collection areas of wound. - remove trocar only by cutting the drain one inch from end of trocar. - trim non-perforated section of drain to desired length. - attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: - follow instruction# 9(I) for each of the two drains separately. 9.iii.) With a double drain: - draw drain using trocar from inside to outside of wound. - ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. - cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. - after cutting (as mentioned above), the second half of this drain can be used separately."

Event description:
It was reported that it was difficult to inflate the suction evacuator on the 3rd day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the suction evacuator on the 3rd day of use.